Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed in november 2018. At the time of the report, the back pain and pain in extremity outcome was unknown. The reporter considered back pain and pain in extremity to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : 2006, 2016. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: pfs received. Events leg pain and plaintiff did not undergo an essure confirmation test added. Event injury nos was updated to back pain. Reporter information, patient dob, essure removal date and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the back pain and pain in extremity outcome was unknown. The reporter considered back pain and pain in extremity to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : 2006, 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the back pain and pain in extremity had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered back pain, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : 2006, 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Outcome of event back pain, pain in extremity were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.